Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-04168.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-04168. It was reported that lead fracture and high impedance issues were observed on the leads. Patient did receive rib stimulation. Programming changes were made however effective therapy was unable to be programmed. Lead revision is scheduled in the near future. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-04168. New information received states that leads were explanted and new leads and anchors were implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.